Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level increased to 503 mg/dl with an unspecified ketones level that was not identified as dangerous/life threatening. As a result, the customer went to the emergency room and was treated with intravenous fluids of saline and insulin. The customer was released from the emergency room on (B)(6) 2025 with the issue resolved and no permanent damage. No additional actions were taken by the customer, and the technical support closed the case as no further assistance was necessary.